Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl), 278 mg/dl, 313 mg/dl, and 260 mg/dl. Customer took 4 units novolin r based on result of 260 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.